Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Customer repair. Out of warranty; no request for mnf serv.

Event description:
The customer reported the ventilator alarmed due to high oxygen supply pressure. The customer reported the device was in use on a patient and there was no patient harm. The customer was unable to provide a device serial number. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported they were using the ventilator in an ambulance and the unit alarmed high oxygen supply pressure. Pse advised the biomedical engineer to determine what oxygen pressure the ambulance uses and also advised on the specified range for oxygen pressure used with the ventilator. Pse advised the biomedical engineer complete a full performance verification test on the ventilator.